Manufacturer narrative:
Section f: this section was completed by the manufacturer per cfr 803.52(f) (11) because the information was not initially completed by the user facility. Results - is based upon evaluation of the returned sample and user facility information, is based upon undamaged sections of the returned sample. Conclusions - is based upon evaluation of the returned sample and user facility information, is based upon undamaged section of the returned sample. The actual sample was returned to the manufacturing facility for evaluation. Visual inspection showed the urethane layer had been sheared off the wire partially at approximately 300mm from the distal end. Magnifying inspection of the shear cross-section revealed that urethane layer had been shared of in the distal direction, presenting a smooth surface. No visible anomaly was revealed on other segments than the sheared segment. The outside diameter was measured on the undamaged segment and confirmed to be normal meeting specifications. Simulation testing was conducted. Although it was reported that there had been no use of a metallic needle/device in this complaint, we have experienced damage on the urethane layer on the mini guide wire through the following reproductive test conducted on mini guide wire samples and metallic entry needle samples. The mini guide wire was inserted into the metallic entry needle held inclined at an angle of thirty degrees. The mini guide wire was found to be able to be inserted without a resistance. The mini guide wire was then pulled slightly in the proximal direction. Resistance was perceived and the mini guide wire became unmovable. Subsequently, forceful pulling force was applied to the mini guide wire. This resulted that the urethane layer on the mini guide wire got sheared in the distal direction with the share cross-section presenting a smooth state. The similar to that on the actual sample was duplicated. A review of device history record and product release decision control sheet of the involved product/lot# combination confirmed that there was no indication of production related problems. A search of the complaint file did not find any other report with the involved product# combination. There is no evidence that this event was related to a device defect or malfunction. Although the exact cause cannot be determined based on the available information and simulation testing results, it is likely that the actual sample came into contact with a sharp tool during use and the urethane layer got sheared off with it, resulting in the reported difficulty in the insertion of the sheath and the dilator. The labeling does address the potential for such an event in the instructions-for-use with statements such as: "do not use a metal cannula as an entry needle. Withdrawing the mini guide wire through a metal cannula or advancing a metal cannula over the mini guide wire may result in shearing of the mini guide wire of scraping of the plastic coating. This may lead to damage to the blood vessel or the sheath, as well as release of fragments from the wire into the blood stream." All currently available information has been placed on file by qa at the manufacturing facility for appropriate tacking, trending and follow-up. (B)(4).

Event description:
The user facility reported difficulty while inserting the combined sheath and dilator during a procedure. Follow up information from the user facility reported the following: (1) a peel off on the mentioned mini-guidewire was noticed; (2) could not insert radial sheath as usual; (3) the doctor cut the peel part from mini-guidewire; (3) guidewire was inserted carefully; and (4) the procedure was completed successfully.